Event description:
It was reported that patient underwent partial knee arthroplasty in 2007. Subsequently, patient was revised in 2009 due to a collapsed medial tibial plateau. The components were removed and patient was converted to a total knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event.